Event description:
It was reported that right ventricular lead was found to have loss of capture and upon interrogation there was intermittent loss of capture at five volts. The lead was suspect of dislodgment. A program adjustment to maximum output was made and the lead remains in use. It was noted that the patient was in the hospital for issues unrelated to their device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).